Event description:
A hospital in (B)(6) reported that they saw water dripping from the humidifier. The traced the water back to the connection between the feedset tubing and the mr290 autofeed humidification chamber that were used in the set-up. The patient was placed on a neopuff infant resuscitator while the breathing circuit and humidification chamber were replaced. The hospital reported that they are not able to determine for how long the chamber had been in use, but it was reported that the "water puddle on the floor was quite small." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 autofeed humidification chamber was visually inspected. Results: a split was observed in the feedset tubing. The split was located near the end of the tubing where it connects to the chamber dome. A lot check revealed no other complaints of this nature for lot number 090703. Conclusion: the dripping water observed by the hospital originated from a split in the tubing that transports water from a water bag to the mr290 autofeed humidification chamber. All humidification chambers are pressure tested during the production process. All chambers that fail the pressure test are rejected. If the feedset line had been split during production, the complaint chamber would have failed the pressure test and been rejected. Furthermore, the leak was observed during use which suggests that the feedset tubing was split during use. (B)(4).